Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps had the jaws blocked, cannot be opened. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was reported that the instrument functioned correctly before the defect occurred, no tissue was trapped as a result of the problem, and the operation was successfully completed using a replacement instrument.